Event description:
Customer reportedly received results of 253 mg/dl on the compact plus system and 110 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the patient's device had experienced an electrical reset. The device remains in use. There were no patient complications reported as a result of this event.